Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the evaluation of the photo provided, the reported event could be confirmed. The photo shows the safety clip to be broken and partially removed from the system and the stent to be completely released. The t-luer adapter was detached from the blue slide. Therefore, the stent could be deployed by pulling back the t-luer adapter even though a portion of the safety clip was still attached to the system. As reported, the stent was deployed accidentally. Potential contributing factors that could have led or contribute to the reported event have been evaluated. As the reported issue was found to be an isolated incident, no previous investigations of similar complaints could have been reviewed. The breakage of the safety clip may be associated with improper handling of the device during transportation or storage. Also rough or incorrect use during the attempt of removal from the delivery system may cause a breakage of the safety clip. On the basis of the information available and the image provided, a definitive root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." And "a removable red safety clip prevents accidental or premature stent release. Do not remove the safety clip until you are ready to deploy the stent. Just prior to deploying the stent, the safety clip must be removed by pressing the two red tabs together and removing the clip from the grip." Additionally, the IFU states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit."

Event description:
It was reported that the safety clip could not be removed when the delivery system was advanced to the lesion. Reportedly, the doctor inadvertently pumped the trigger and the stent was deployed. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details to bard. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that the safety clip could not be removed when the delivery system was advanced to the lesion. Reportedly, the doctor inadvertently pumped the trigger and the stent was deployed. There was no reported patient injury.